Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a rise in threshold measurements, a decrease in sensing measurements and a slight decrease in pacing impedance measurements on the atrial channel. The patient's underlying rhythm shows no atrial sensing. The caller reported several atrial tachycardia response (atr) events that show noise; however, the noise cannot be recreated with isometrics or pocket manipulation. A boston scientific technical services consultant discussed potential reasons for the reported observations. The patient stated he has felt tired lately but no other symptoms. The associated device was electively explanted seven years later. Additional information was received stating the atrial lead was displaying pacing impedance measurements greater than 3000 ohms. At the elective device replacement procedure, the lead was tested with the pacing system analyzer (psa) with the same out of range measurements. The lead was found to be twisted and tangled in the pocket due to twiddlers syndrome (ts). The replacement device was programmed to vvi mode. No adverse patient effects were reported.